Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Re-programming changes were made and episodes were observed to be less frequent. The ICD was being monitored. There were no patient consequences.